Event description:
It was reported that the patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. At the beginning of the procedure, the physician reported two false starts within the first 20 seconds due to high readings of pressure, over 200mmhg, whereby the physician did not have enough time to relieve some of the pressure in time. The machine shut off and the physician had to restart. The fluid was withdrawn and the balloon was removed from the cavity. On the third attempt, everything went well and the procedure was completed. On the third try, the physician felt the vagina under the wand with her finger during the procedure and it felt cool. Upon the end of the cycle and removal of the catheter, the physician noticed a white line in the vagina which may have been an indication of a burn. Since the procedure, the patient has been in pain and discomfort with swelling and inflammation. The patient was prescribed pain relief medication.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Concomitantly, a diagnostic hysteroscopy was performed at the time of thermal ablation procedure. A d&c was performed just before the ablation. The physician stated that the cooling cycle was complete and when she went to remove the fluid, the white line was noted. The fluid was removed and then the device was removed from the uterus. The white line started in the vagina and extended below the hymen onto the vulva in a straight line exactly where the device was in contact with these tissues. It was noticed to be a thin white line immediately. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.